Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the staples prefired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.